Event description:
Bacterial vaginosis every two weeks- joint pains (diagnose arthritis in my right thumb. Tendinitis on my right pinky, elbow hurts on left side, - I just have noticed I have been loosing a lot of hair for just one shower, - very fatigue all the time - cramping from waist down (can't tolerate while standing for so long my job requires mostly standing and on my feet the whole day) - muscle spasms on both legs including toes - left and right hands hurts so bad (can't tolerate long driving) - numbness and tingling on my legs mostly the right one. - uti (B)(6) 2018 - yeast infection.